Event description:
Customer reported an issue while updating time, personal profile, or biq/ciq settings, including sleep schedules. Customer's blood glucose level was below 54 mg/dl. Customer consumed carbohydrates to address the low blood glucose level, requiring no third-party assistance. Technical support assisted the customer with updating basal rate settings and advised checking with the healthcare provider whenever settings are updated, which the customer understood and acknowledged.